Manufacturer narrative:
The investigation found the patient's sample contained an interference against the streptavidin component of the reagent. The rarely occurring event of this interfering factor is covered by a disclaimer in the section limitation ¿ interference in the method sheets of all applicable products, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by a suitable test design". The investigation did not identify a product problem.

Manufacturer narrative:
This investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys ft3 iii result for one patient with the cobas e 801 module. The customer reported the ft3 iii result to a physician who asked for re-measurement of the samples. The samples were sent for an investigation and were tested on a cobas e801 module, an e411 immunoassay analyzer, an abbott architect analyzer, and an accuraseed (wako) analyzer. The serial number for the customer¿s e801 module was (B)(4). The investigation site e801 module serial number was (B)(4).the investigation site e411 serial number was (B)(4). The ft3 iii reagent lot number used with the e801 module at the investigation site was 476059 with an expiration date of 31-aug-2021. The ft3 iii reagent lot number used with the e411 at the investigation site was 507838 with an expiration date of 31-oct-2021.